Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic dissection which started at the left subclavian and extended down to the right iliac artery approx five weeks ago. This pt is not a surgical candidate and had a type a dissection that was repaired with a surgical graft three years ago. It was reported that five days post implant of the talent stent graft, the CT demonstrated a proximal type I endoleak. The cause of the endoleak is most likely related to the pt's dissection prior to stent graft implant. Two weeks post implant another MFR's 42x38 stent graft was implanted. A palmaz stent was required to be implanted between this stent graft and the talent captivia stent graft in order to open up the other MFR's stent graft. There will be no further intervention for this pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results and conclusions: (endoleak). (Previous thoracic dissection and repair with a surgical graft). (Device used to repair a previous surgical graft repair).